Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Stents deployed bilaterally to graft limbs. High jacket retraction force noted. An aneurx cuff was used at the proximal attachment site. Outcome was a successful implant.